Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the insulin pump had alarmed button error and the device had not button response. The battery was changed and the anomaly persisted. The buttons weren't pressed for three minutes or longer. The device was not dropped or bumped. Customer's blood glucose was unknown. The insulin pump is being returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump also received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.